Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the right coronary artery that was non-tortuous, non-calcified and 90% stenosed. Strong resistance was met during removal of the protective sheath from the nc tenku rx 3.25 x 8 mm balloon dilatation catheter (bdc), however it was used in the anatomy. The nc tenku bdc was advanced to the lesion but failed to cross due to the patient anatomy and due to possible damage to the balloon during sheath removal. There was some unusual tactile feeling felt when the balloon catheter came in contact with the lesion. The procedure was continued using a new bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep - added. Evaluation summary: visual and dimensional inspections were performed on the returned device. The difficulty to remove could not be replicated in a testing environment as the protective sheath was not returned. The reported failure to advance and device damage (unusual tactile feel) could not be replicated in a testing environment as they were based on operational circumstances. It should be noted that the instruction for use states to flush the nc tenku rx coronary dilatation catheter prior to sliding the protective sheath off the balloon. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath and device operates differently; however the failure to advance is due to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was also reported that no device prep was done prior to the removal of the sheath/stylet. No additional information was provided.